Event description:
Undergoing angioplasty stent partially deployed on its own making it unable to completely deploy properly and inhibiting it from being removed. Required surgeon to cut device in half to continue to deploy it. Reps in room at time did not know this happened or how to correct it, despite called to MFR and the engineers. Took 1 1/2 hrs to correct.